Event description:
It was reported that the stylus touch pen for the programmer was not "tracking." Another programmer was then used for the case. It was further reported that the situation appeared resolved when the programmer was shut down and restarted. The programmer remains in service away from the lab and will be monitored for inconsistency in touch pen tracking. The service diskette was to be run as a precaution. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.